Event description:
Following implantation of the valve, the patient's condition did not improve. X-ray with a contrast medium revealed the fluid did not flow through the device. The valve was explanted and replaced. Following explantation the valve was found to function properly, however, the customer would like the valve to be tested.